Event description:
Reported one false positive result for a symptomatic patient the customer communicated the result tested negative by molecular (pcr testing). The confirmatory testing sample was collected two days after the original sample was collected.

Manufacturer narrative:
Investigation summary: review of customer data shows that the patient samples in question produce robust sars and prc amplification curves. No positive or negative controls were included in these runs. Retain testing of lot #203040 shows that product performs as expected and no false positives were observed. Unable to duplicate customer complaint or determine root cause. Root cause: cannot duplicate with retains; unable to determine. Source: phone.